Event description:
On (B)(6) 2013, leica microsystems (B)(4) received a complaint stating that a leica m720 oh5 malfunctioned during a surgical procedure. It was reported that during an acoustic neuroma surgery, there was a electrical defect in device causing the fuse of the device to operate. Additionally the fuse of the operating room operated which caused a power disruption for other devices.

Manufacturer narrative:
Affected device is in evaluation. If additional information becomes available, a follow up report will be submitted to the FDA.